Event description:
"Dr. Was performing a turp, and noticed some charring on the vaporizing electrode (he periodically used a "blend" setting). The loop later failed and had scorched the end of the telescope. No patient injury was reported, but damage to the instruments was noted.